Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient had difficulty maintaining a charge with the ipg and unable to enter MRI mode due to high impedances. Patient reported a fall over the winter. As a result, surgical intervention was undertaken wherein the leads and ipg was explanted and replaced to address the issue.